Event description:
A caller reported a cracked and shattered touchscreen on their pump, which rendered it illegible and unusable. There was no adverse impact on the customer¿s blood glucose level. Technical support arranged to replace the pump and instructed the customer to switch to multiple daily injections (mdi) as a backup for insulin delivery.